Event description:
It was reported that the ventilator was not delivering the pre-set tidal volume. There was no patient harm. Manufacturer¿s ref.: (B)(4).

Manufacturer narrative:
The ventilator was examined by our field service engineer (fse). The fse found no fault with the ventilator, downloaded the ventilator¿s logs and put it back in service. The most probable ventilation period according to the logs for the reported issue lasted 13 days. There are many clinical alarms in the entire ventilation period but there ae no technical error codes to indicate a ventilate malfunction. The last two hours before the ventilator was turned off are characterized by generation of expiratory minute volume low alarms that indicate that the expiratory volumes were less than was set. The log also show that there was a varying leakage at the time, which was the most probable cause of the alarms and the reported issue. There are no technical error codes in the logs. The last pre-use check before start of the ventilation period was done a month before but the ventilator was more or less in continuous use. The pre-use check. The conclusion I the matter is that the reported non-delivering of the pre-set tidal volume occurred and the cause was leakage but there was no technical malfunction.